Event description:
The patient reported that she was hospitalized for a blood glucose over 600 mg/dl. The patient reported that she was treated with intravenous insulin and return home on the pump the next day. The patient reported that she was unsure of the date of the hospitalization, but it was sometime in the last year. The patient reported that upon admission to the hospital she was told that her pump was suspended causing the elevation. The patient reported that she was unaware of suspending the pump. The patient reported that she did not recall details of the hospitalization. The patient was experiencing difficulty reviewing the pump with customer support. Customer support advised the patient to contact her health care provider for assistance with programming her pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There are no alarms or conditions noted in the pump history that would indicate a pump malfunction. As the date of the reported hospitalization was not given, it is unclear whether the pump data available for review coincided with the date of the reported incident. The pump was exercised for 29 hours with no insulin delivery issues and no suspensions occurring. The complaint could not be confirmed or duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.